Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the dissection tip. Under magnification, several small white plastic pieces were see on the outside of the nose tip. The device was bloody. Based upon the visual observation, the reported complaint for "white piece of debris on tip" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 dissection cone tip had a white piece of debris inside the bullet area. The reported kit was used to complete the procedure. There were no pt effects. The product was returned.